Event description:
Manufacturer representative reports a patient exhibiting left side paralysis after removal of a trial stimulation lead. The patient had a trial stimulation lead placed in the cervical area for left arm and neck pain, in 2006. Approximately one week later, the patient returned for removal of the trial system after a successful trial. The patient underwent removal of the trial lead and was discharged home. The patient called the hcp two days later, reporting a popping sensation in the neck, while showering and weakness in the left arm and leg. The patient was admitted to the ER and was treated with tpa for stroke symptoms. The patient was admitted and underwent surgery to treat a clot. Less than one week later, the patient status was improving. The patient was off the ventilizer, with left leg mobility and sensation returning. The neurosurgeon expects a full recovery and believes the event is related to the initial surgery.